Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) for cardiac arrest, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during testing and attributed to the device's battery. It was found that the battery was depleted to the point where it would not accept or hold a charge. Review of the device history log indicates that the device operated as intended by warning the end user of a low battery state. The battery was scrapped and the customer received a replacement battery. Analysis of reports of this type has not identified an increase in trend.